Manufacturer narrative:
Device available for evaluation updated. Device codes added. Device evaluated by manufacturer updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(6): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and partially erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph procedure at 78,740 joules and 17 mins of use; the fiber tip was broken inside the patient and the physician irrigated the "zone" with a saline solution. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the case was completed with the second fiber. No injury to patient was reported.